Event description:
The customer observed negatively biased quality control results on a vitros 250at chemistry system using vitros amon slides. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event has determined that the root cause of the negatively biased amon results was contamination of the vitros 250at incubator. The customer performed routine maintenance procedures and returned the vitros 250at to expected operation.